Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that upon receipt of the device, the oxygen (o2) sensor failed calibration. There was no patient involvement.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs failed calibration. The o2 sensor was allowed to equilibrate to ambient oxygen in the room and the expected output was 9 - 13 millivolts (mv) but the sensor measured 8.8 mv. The o2 sensor was replaced with a luo o2 sensor which measured 11.3 mv in ambient air. Calibration was successful and the epgs maintained a steady and accurate o2 blend for an hour following calibration. It was determined the o2 sensor was reading too low and did not operate as intended. This complaint is related to (B)(4)/ MFR# 1828100-2024-00045. A second complaint was determined to be created for the newly installed o2 sensor once the sensor failed calibration, the output voltage was found to be low, and the epgs successfully passed calibration with a luo o2 sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.